Manufacturer narrative:
This report is for an unknown 4.5mm cannulated screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: portland g, kelikian a, kodros s (2003), acute surgical management of jones¿ fractures, foot & ankle international, volume 24, number 11, page 829-833, (USA). The purpose of this study was to evaluate the effectiveness of surgical intervention for acute jones¿ fractures and acute presentations of proximal diaphyseal stress fractures. Between 1994 and 1999, 15 patients with either a jones¿ fracture or a torg I stress fracture (including one professional football player) with a mean age of 24 years (range, 16¿44) were included in the study. The patients were operated at a mean of 12 days (range, 4¿24 days) from presentation. The patients were implanted with either an unknown ao 4.5mm cannulated screw or a competitor¿s screw. Radiographs were taken at 2-week intervals. When clinical and radiographic evidence of union was achieved, patients were allowed to resume full activities. Patients had follow-ups including physical and radiographic exam at a minimum of 6 months¿ follow-up (range, 6¿52 months; mean, 21 months). Complications were reported as follows: 2 patients had screw irritation at the lateral border of the foot with inversion. The symptoms disappeared with orthotic management for 1 patient while 1 patient had the screw removed with resolution of symptoms. 1 patient had a persistent small radiolucent area at the plantar aspect of the tuberosity. Because she remained asymptomatic with full activity, it was decided to observe her rather than proceed with further treatment. 15 patients reported no to rare pain at rest and rare to occasional pain with athletic activity. This report is for an unknown ao 4.5mm cannulated screw. It captures the reported female patient who had a persistent small radiolucent area at the plantar aspect of the tuberosity, asymptomatic. This is report 2 of 2 for complaint (B)(4).